Event description:
A 59-year-old male patient was initially admitted with acute mi, cardiogenic shock and was taken to the cath lab where he cardiac arrested. An impella cp was placed and pressors and inotropes were started. The patient was transferred to a higher level of care hospital. Upon arrival, he was acutely bradycardic requiring CPR. He was hypotensive with questionable neurologic status. Due to ongoing cardiogenic shock, he was escalated to an impella 5.5 from cp. Initially, purge pressures were high and purge system was blocked. Tpa was initiated however, the purge flows were less than 1 and the pump was removed. There is no further information from this case.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: updated the device return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received and noted the following: to address the high purge pressure complaint, tissue plasminogen activator (tpa) was started but was unsuccessful. No other information is available per the report. Correction. The complaint coding has been revised to include previously missed coding (a141102) for high purge pressure, as noted in the initial report's event description, along with additional updates to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered representative of the reported event. Correction. D1 brand name was corrected accordingly.